Manufacturer narrative:
The returned device was evaluated, and the user's request was not confirmed. However, the device evaluation identified corrosion on scope mount and free-lock lever, adhesion on main body and a cracked video connector. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. To mitigate risk/harm to the patient, the instructions for use provides the following warning regarding endoscopic image disappearance and freezing: the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that "noise occurred in the video image" from the camera head. There were no reports of patient harm.